Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right atrial (ra) lead channel, which led to pacing inhibition. No adverse patient effects were reported. This system remains in service.